Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device display prompted to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use for the reported event.